Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the power module device control unit did not function, the device was damaged due to contact of the elements with liquid, the moisture censor inside the housing did not change color ¿ color white, and mechanical damage was observed on the housing of the power module. It was also observed that the device failed the following pre-tests: information button and self-test, charging and checking of power module in charger and functional test. It was noted in the service order that the device did not work before use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.